Event description:
Event description guidant received information from this patient that his entire pacing system was explanted, secondary to a facture of both the atrial and ventricular leads. Additionally, a 4473 lead, which was surgically abandoned over two years ago as a result of a fracture, was also explanted.